Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their old stimulator 'got all twisted' and 'flipped'. The stimulator was replaced on (B)(6) 2019.